Event description:
It was reported that during a knee procedure using an ambient super multivac 50 with ifs wand, the wand did not work properly. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.